Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient underwent the following procedures: status post same day posterior removal of deep implantation, pseudoarthrosis repair, posterolateral revision fusion, transverse to decompression for surgery at l5-s1 with re instrumentation l5-s1. Left paramedian retroperitoneal approach to the lumbosacral spine. Removal of deep implant peek shaped tlif implant with pseudoarthrosis repair with the reapplication and anterior spinal fusion with a 14 mm height, 28 mm depth, 33 mm width, 8 degree lordosis, peek structural interbody device filled centrally with rhbmp-2 and allograft cancellous fixation autogenous local decompressive bone. As per op-notes, ¿a trial was placed and a decision was made to place a 14 mm height, 2b mm depth, 33 mm width, 8 degrees lordosis, structural interbody device with rhbmp-2 placed centrally, as well as allograft bone placed centrally. At this point, the vascular structures were palpated.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.